Manufacturer narrative:
In this case, there was no reported product deficiency. The reported patient effects are listed in the xience v risk assessment as a known risk associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Reporting status: death. Reporting rationale: the patient died. Device issue: no device malfunction has been reported. It was reported via a trial that the patient was admitted to a hospital with complaint of chest pain. The patient had a medical history of renal failure and was not a candidate for hemodialysis based on his advanced heart disease of chf. The patient died in the hospital. No additional event or patient information is available.